Event description:
The pt had a fenestrated atrial septal defect with floppy aneurysmal septum primum below it. Balloon sizing showed stop-flow at 16 mm with minimal waist at 20 mm. A 20 mm amplatzer septal occluder was implanted with tee guidance without difficulty. The post-placement tee showed excellent position without residual leak and a flat profile on the septum. About 3 hours after the procedure, a routine pre-discharge tee showed the occluder in the lv outflow tract without doppler evidence of obstruction. The pt was feeling well with no symptoms. After discussing the options with her, she was referred for surgical retrieval and asd closure which proceeded uneventfully. She was discharged on the 4th post-op day without complications. Diagnosis: atrial septal defect.